Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage at the back of the pump, near the belt clip rail, also found that the numbers were not ramping on their own, and the scroll bar was not moving without input. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for cosmetic damage, keypad anomaly and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test. All buttons function properly. However, moisture damage noted on keypad traces. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, missing display window cover, cracked keypad overlay, corroded battery tube, corroded motor home switch. Pump passed required test and all buttons function properly. Unresponsive keypad was not confirmed. However, cosmetic damage at back of the pump was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.